Event description:
Boston scientific received information that one day post implant, this implantable defibrillation lead exhibited intermittent loss of capture at maximum outputs. Additionally, pacing impedance measurements increased from 610 ohms to approximately 1,600 ohms. It was determined the lead had micro-dislodged. An invasive procedure was performed and this lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.